Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b7, g3, g6, h2, h11. D10. Unknown g7 36mm neutral liner item# unknown lot# unknown. Unknown 54mm g7 cup item# unknown lot# unknown. Unknown taperloc stem item# unknown lot# unknown.

Event description:
Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h6, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record review cannot be performed without product identification. Complaint history review cannot be performed without product identification. Medical records were provided and reviewed by a health care professional. Review of the available revision op notes shows that the head was noted to be anteriorly dislocated. The stem was retained cup, head and liner were revised without complications. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Diligence is completed and no further information on the reported event has been provided.

Event description:
It was reported the patient underwent a left hip revision approximately 22 days post-implantation due to recurrent dislocations. During the initial left total hip arthroplasty, the device was implanted without reported issues. Subsequently, the patient experienced recurrent dislocations. The patient underwent revision surgery approximately 22 days post-implantation. Intra-operatively, the femoral head was noted to be anteriorly dislocated. The stem was retained, and the cup, head, and liner were revised without complications. The patient outcome was revision. No further complications were reported. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10. Unknown 36mm neutral liner item# unknown lot# unknown. Unknown 54mm g& cup item# unknown lot# unknown. Unknown taperloc stem item# unknown lot# unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.